Event description:
It was reported that a patient had reused a single use product during peritoneal dialysis (pd) therapy, while the home patient (hp) was not connected to the homechoice (hc). The hp stated that he had the cassette out, but could not find where the drain line disconnects from the cassette. The technical services representative (tsr) explained that the drain line stays on the cassette. The tsr asked if the hp uses a drain line extension and the hp stated that he thinks so. The tsr asked if there is a white spike that connects a drain line with an extra line, and the hp stated yes. The tsr explained that the hp needs to put a new cassette and new drain line extension on every night. The hp stated that he thinks the nurse has been using the same cassette and drain line every night. The tsr suggested the hp contact the company that hired the nurse and let them know. The hp is going to setup the machine with all new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. Use errors and proper user instructions are addressed in homechoice apd systems patient at-home guide. The patients are instructed to discard the disposable set and all solution bags at the end of therapy. Possible contamination of the fluid or fluid pathways can result if disposables are reused. Baxter training manual and labeling provides ample instructions related to prevention of the suspected use errors.